Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient weight not available from the site. UDI and manufacturing date not available for this system at time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by 10 minutes. It was reported that the navigation device did not have a green connection when connected to the imaging device. The system was restarted, and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.